Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis found the device would not power on. The power supply was identified as out of specification, and the root cause was determined to be a short circuit of a transformer.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the device "blew up and smoke could be smelled." Follow-up information received found the programmer was being used in a clinical setting and worked well all morning. About mid-morning, there was a loud "pop" when going to interrogate another device. There was a smoke smell coming from the back of the programmer, around the area where the power cable connects into the back. There was a patient present at the time, and the programmer wand was on the patient's chest, but there was no patient injury or harm. It did not affect the runnings of the clinic, as an alternate programmer was available.